Event description:
It was reported that the customer was hospitalized for low blood glucose. No blood glucose reading was reported. The customer stated that he had episodes of low blood glucose after using the food bolus wizard calculation. Troubleshooting was performed. The insulin pump settings and bolus wizard calculation were correct. The customer stated that he is under a lot of stress. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.